Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2006, the pt underwent stenting of the pre-dilated distal cx, proximal cx and mid rca with a total of four xience v stents; two were implanted within the mid rca. In 2009, the pt experienced angina and was hospitalized. Diagnostic coronary angiography revealed >=70% and <100% in-stent restenosis within the xience stents implanted within the mid rca. This was treated three days later, via ischemic driven revascularization via balloon angioplasty and implantation of a xience v stent. There is no additional info available.

Manufacturer narrative:
Angina, ischemia, and restenosis as listed in the xience v IFU are known adverse events associated with coronary stenting. Pt effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. There was no reported product malfunction at the time of the procedure. It is possible that the angina and ischemia are secondary effects of the restenosis, in which the pt was reportedly treated successfully. The other xience v (incident description) is being filed under the same manufacturer report number.